Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial artery (sfa). A 6f 45cm non-bsc introducer sheath was delivered to the contralateral side and a floppy non-bsc guidewire was then advanced to cross the lesion. Subsequently. A 5.0mmx20mmx143cm fg coyote nc mr (nc quantum apex¿) balloon catheter was then advanced to dilate the target lesion. The balloon was inflated once without issues. However, upon the second inflation at 10 atmospheres after a duration of 10 seconds, angiography revealed contrast media leak. The device was removed and the physician noted that the balloon ruptured longitudinally. No patient complications were reported and the patient's status was good.